Manufacturer narrative:
(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No issues or discrepancies were found in the device history record of product code 833-124 / batch 74c1800882 that can be related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at this time this product code are no longer manufacturing and has been discontinued. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the dart detached. There were no clinical signs or symptoms or injury.